Event description:
The facility reports that the crystalens was damaged in the packaging. No pt contact reported. Add'l info was requested from the facility, however, none was forthcoming. The device was not returned with the packaging. This event is being reported on the basis of unk cause.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: the device was not returned with the packaging. Unable to confirm reported event.